Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the distal part of the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.